Event description:
Through our distributor of cz we received the following information to one of our catheter neurovent-p-temp (sn (B)(6)) sent of surgical intensice care unit universital hospital: right after catheter implantation the values were approx. 15 torr. Shortly after the implantation the values started to decrease to the point where it showed -4 torr. The further information on this event are the descriptions below: ch5 bolted catheter. Elective measurement. Raumedic drill was used. Catheter was replaced, another burr hole was used. Dura was not opened with scalpel. Health status: seriour / critical. Unknown if incident had affected patients health. Additional operation with anesthesia was necessary. Not known if additional medicinal treatment was necessary. Additional CT scan was made. Patient around 30 years).

Manufacturer narrative:
Manufacturer statement: for evaluation of the malfunction DHR documents were reviewed. They demonstrate that the catheter neurovent-p-temp (sn(B)(6)) met specification during manufacturing. Final inspection of the finished catheter was passed. This demonstrates that the catheter has been manufactured and sold in conformance to relevant specifications. Furthermore the returned catheter was investigated, see attached evaluation summary. After arrival of the catheter at the plant, it was checked if the serial number of the received catheter and the catheter described in the complaint form sent by the customer do match. An initial checkup in air at room temperature was performed. The catheter has shown a icp value of 1,4 mmhg on air and a value of 0,7 mmhg in 37°c water bath, which is within specification. The connector was opened and visually inspected to check if the pcb was exposed to moisture or a high pulling force. All four wires were still connected to their respective soldering pads and no signs of moisture could be found the pins in the plug also show no abnormality or rust. Further it was investigated, if the microchip shows any signs of mechanical damage, the measurement window was visually inspected. No damage on the silicone or the chip was found. To verify the correct functionality of the pressure measurement a drift measurement and a sensitivity measurement were performed. The drift measurement showed a drift of 0,6 mmhg which is within spec. The sensitivity measurement was also in spec with p(0) = 2,2 mmhg and p(10) = 12,2 mmhg. The described error of showing implausible icp values could not be recreated under laboratory conditions. The catheter works properly within specification. The described issue could be of physiological origin. Note: the reporting of this event is based on observation 1 during inspection from 1/30/2023 - 2/2/2023 and therefore takes place outside the 30-day reporting period.